Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The biomed at the facility states that he resolved the issue by cleaning the gas delivery system. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved through remote trouble shooting.

Event description:
The customer reported that the unit would not go into standby mode. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.